Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set disconnected from a drain bag. It was described that the drain line disconnected which caused the tubing to be filled with air during dwell 3 of 4. The patient was connected at the time of the event. This occurred before the peritoneal dialysis (pd) therapy was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.